Manufacturer narrative:
Concomitant medical products: product ID: 978a133, lot# va2as4n, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient was in pain. That same day, the patient spoke with patient services and reported the stimulator was not helping with their symptoms (they had accidents) and they increased amplitude to a point where they were feeling discomfort in the groin/testicle. It was noted that the stimulation was confirmed as comfortable when they decreased the amplitude prior to calling. While on the call, the patient changed from program 1 at 5.0 to program 2 at 1.6. They stated they felt comfortable stimulation and that they were going to monitor their symptoms and adjust as needed. Additional information was received from the patient on (B)(6) 2021. The patient reported that the stimulation was still not helping with symptoms and that the stool would ¿just come out.¿ the patient said that they did have a lead replacement in (B)(6), however no improvement yet. The patient stated that if they increased the setting higher, they felt discomfort in the left hip, which had started about 6 weeks after the revision (they noticed it either in (B)(6)). Patient services reviewed therapy information, including expectations. The patient said they really hadn't been tracking results. Patient services reviewed general programming guidance, including information about programs. The patient stated they had a call into the nurse practitioner and that they were waiting for a call back. The patient was going to review the information regarding symptoms results and discomfort when they increased the stimulation with the nurse practitioner and request programming direction. The patient stated that they had been slowly increasing the setting and noticed that the ins battery depleted faster over the last 3-4 weeks. Patient services reviewed facts that could affect how quickly the ins battery depletes. The patient was redirected to their nurse practitioner once more to check the recharge reports and logs to review the information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Caller noted the patient had a revision at some point; according to registration lead was replaced. More information was received from patient reporting that they had lead "re-implanted" and stated lead was changed from c-3 to c-4.